Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient ((B)(6)) was to have his/her ipg explanted and replaced due to end of life. During the procedure, diagnostic testing identified impedance issues. X-ray imagery confirmed the lead was fractured. The physician elected to abandon the procedure and reschedule surgical intervention at a later date to address the reported issue. Please note: add'l device info has been requested; however, no further info was available at the time of this report.